Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump could not be awakened because the power/wake button was unresponsive, consistent with a hardware issue involving the device¿s switch component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and an analysis of information provided. Investigation of this case revealed an electrical problem associated with the power/switch component, consistent with an unresponsive button. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.